Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main coronary artery. A synergy drug-eluting stent was advanced to treat the lesion. The physician was pushing very hard to deliver the synergy stent and it came off of the balloon in the left main coronary artery. The dislodged stent was crushed against the wall of the artery with another stent of the same size and the procedure was completed. Angiographic result was good and the patient was doing fine. No patient complications were reported and the prognosis was good and outcome was good.